Manufacturer narrative:
Additional information: h6(update codes), h11. H11: the device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump was not infusing. This occurred in trauma intensive care unit (ticu). There was no report of patient injury or medical intervention associated with this event. No additional information is available.